Event description:
It was reported that a patient underwent a sling procedure and experienced hematoma post-operatively. No further information was available.

Manufacturer narrative:
No conclusion an be drawn at this time.